Event description:
A site reported to rxsight that on (B)(6) 2024, 1 week following the lock-in light treatment, the patient was prescribed antiviral medication to treat herpes zoster ophthalmicus (hzo). Topical steroid was subsequently added to treat an associated uveitis. Symptoms were resolved on (B)(6) 2025, and the patient proceeded to complete the final lock-in light treatment.

Manufacturer narrative:
The device history record was reviewed and there were no discrepancies or unusual findings. The manufacturer's reference #: (B)(4).